Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq created in order to update etq (legacy system) complaint number (B)(6). Reason for original complaint- litigation alleged the patient suffered pain, exposure to metal ions and the risk of implant loosening or premature replacement. Update: (B)(6) 2013 - ppd received. Doi for the right hip has been updated. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2013 - ppd received. Part/lot information has been updated for the left hip. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2013 - decontamination report received. Dor provided. The complaint was updated on: (B)(6) 2013. Update: 3/22/2014 - medical records received. Patient was revised to address cysts. During the procedure, very, very mild corrosion was noted on the stem taper. The stem remained in situ. The stem and sleeve are being added to the complaint. This complaint was updated on: 04/07/2014.